Manufacturer narrative:
Analysis reports there was a broken battery tube threads noted. Cracked display window, cracked case at display window corners, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
It was reported that the customer had cracks on the insulin pump. The customer blood glucose level was unknown. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.